Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.0mm icm120v4 implantable collamer lens, -18.0 diopter, in the patient's left eye (os) on (B)(6) 2011. The lens was explanted on (B)(6) 2016 due to low vaulting. The lens was exchanged for a longer lens and the problem was resolved.. The patient's post-op best-corrected visual acuity was 20/20.

Manufacturer narrative:
Age at time of event: previous age (B)(6) to corrected age (B)(6) - previous age is incorrect. Additional information: the lens was exchanged for a longer lens on (B)(6) 2016 and the problem was resolved. The patient's post-op best-corrected visual acuity was 20/20 on (B)(6) 2016. (B)(4). Device evaluation: product evaluation found that the lens was returned dry in the lens case/vial. Visual inspection found that the optic was torn/split and the haptic was torn/broken. There was foreign material on the lens surface which was unable to be specified. Claim # (B)(4).